Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2011. The intra operative course and time in short stay was uncomplicated. The pt developed acute groin pain and presented to the emergency room. The pt was transferred and had rapidly progressive necrotizing fasciitis requiring massive muscle debridement and removal of the tape. Lab tests were done and the pt had a strep a organism present in her body which caused the bilateral infection. It was reported that instead of her immune system fighting the infection, it worked against her. The pt died on (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: 03/25/2011. (B)(4) - necrotizing fasciitis. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.